Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following response was obtained: - please provide the patient's demographic information including gender, weight, bmi at the time of index procedure: female, weight 89 kg, bmi 31.5kg/m2 - the diagnosis and indication for the index surgical procedure? Stress incontinence grade I/ii, cystocele grade I - were any concomitant procedures performed? No - other relevant patient history/concomitant medications? No - what was the initial approach for the index surgical procedure? Stress incontinence grade I/ii - were any concurrent devices implanted? No - were there any intra-operative complications? Yes, the first cystoscopy revealed a small bladder perforation. Withdrawal of he trocar on the left side and re-insertion oft he tvt on the left. The second cystoscopy showed no bladder perforation. - please describe the drug therapy provided for the iatrogenic bladder lesion including medication name and results. Cefuroxime fresenius 750mg: 03.06.2024 750mg, 04.06.2024 2250 mg, 05.06.2024 750mg (intravenously) cefuroxime fresenius 1.5g: 03.06.2024 xiclav ftbl 1g: 05.06.2024 1g, from 06.06.2024 until 09.06.2024 2g (orally) - what is the physician¿s opinion as to the etiology of or contributing factors to this event? User error - what is the patient's current status? Patient was contacted by phone on june 17,2024. She reports that she still has scar pain at the moment (since 04.06.2024) and that she occasionally loses urine when standing up (since 06.06.2024). According to dr. (B)(6) these symptoms are not rated as an ae 2 weeks postoperatively - product code and lot number? Gynecare tvt exact lot: 3944725 to date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2024 and mesh was used. During the procedure, moderate iatrogenic bladder lesion was noted. The first cystoscopy revealed a small bladder perforation. Withdrawal of the trocar on the left side and re-insertion on the left. The second cystoscopy showed no bladder perforation. Drug therapy was provided and the event was resolved on 03 jun 2024. This event was reported as not related to the study device, but having a causal relationship with the study procedure. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4.